Event description:
The patient was in a motor vehicle crash in 2007 and suffered a spleen injury. A cordis optease inferior vena cava filter placed two weeks later to prevent pulmonary emboli. The pt died on three days later. An autopsy revealed saddle embolus in the main pulmonary artery branches. There was a large embolus extending through, proximal, and distal to the filter. Please note that multiple attempts to acquire additional pt and procedural info have been made and have been unsuccessful. The product is not available for evaluation and testing. Additional info be submitted 30 days upon receipt. Please note that this medwatch report represents a voluntary medwatch that was rec'd and is related to voluntary report.